Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no video images. In addition the device evaluation found: the video connector case and the video connector had a crack; the video connector was deformed; the adhesive on bending section cover had a chip; the bending section cover had a scratch and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the deflectable videoscope had a dark image. The issue occurred during therapeutic laparoscopic renal malignant tumor removal. There was no delay, and the procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Subsequently, causing no image to occur. However, a definitive root cause could not be determined. The instruction manual/operation manual¿ chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.